Manufacturer narrative:
Evaluation, results (B)(4) inherent risk of procedure (endoleak), (B)(4) (cause of event is unknown). Evaluation, conclusion: (B)(4) (cause of event is unknown).

Event description:
An endurant bifurcated stent graft system was implanted in a patient for endovascular treatment of a 5.3 cm in diameter abdominal aortic aneurysm. The vessel morphology was unremarkable. It was reported that placement was precise and satisfactory with all pieces. All seal zones were routinely ballooned with a reliant compliant balloon. The case went very quickly and smoothly without incident. However, it was reported that the post angiogram showed an obvious endoleak at the level of the gate. It was difficult to determine if the endoleak was originating from the ipsi or contra side, but was at the gate level. The endoleak was originally questioned as a possible type I endoleak and was subsequently re-ballooned with the reliant at the proximal portion of the graft and down in the gate level. The endoleak diminished, but was still present at the level of the gate, appearing as a small jet on the contra side. It was decided at that time that it was a small endoleak of indeterminate origin. The physician believes it is either a small type iii endoleak or type IV leak that will resolve and no further action was warranted at this time. The physician will monitor the patient. No clinical sequelae were reported, and the patient is fine. A review of films post-implant could not confirm the type or location of the endoleak.